Event description:
I developed an infection in the right inner side of the vagina. Hospitalized four times. Now I have constant pain in right side, right inner thigh pain radiating down leg. I have vaginal pain and cannot have sex. It is so painful. I have leakage and occasional incontinence. I have to take pericolace and fiber every day. Diagnosis or reason for use: urinary incontinence /dropped vagina segments.